Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing fatigue, lethargy and bradycardia. The implantable pulse generator (ipg) was found to have migrated to a lateral/axillary position over time and an x-ray indicated there was little or no slack in the right atrial (ra) and right ventricular (rv) leads. It was also noted that the rv lead exhibited no capture, undefined impedance and was suspected to have dislodged. The ra lead was capped and not replaced. The rv lead was capped and replaced. The device was moved to the right side and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.